Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was blank and had power issues. The field service engineer reseated the pyxibus cable, replaced the power cord and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system there was a spontaneous loss of power. The customer stated that this malfunction causing a delay to the patient care. There were no adverse events or injuries reported based on this incident.